Event description:
Baby had a left hemithorax, tested the pleural fluid and it has triglycerides and glucose consistent with a l hemithorax. Chest tube was placed after clinical decompensation. Team suspected potential infiltration of tpn/lipids from PICC. PICC was d/c'd and tpn was stopped and chest tube output immediately stopped. Clinical decompensation, has now improved and was extubated.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation with approximately 6.5 cm of lumen attached. Visual inspection revealed no obvious defects. Functional testing was performed by clamping distal end of lumen and flushing through both luers. No leaks were noted. The device was then aspirated through both luers and functioned as designed. No issue was found with the returned device. No direct connection between the incident description and the PICC can be determined. No device failure was found. The instruction for use includes the potential complication of perforation of the vessel. Also included in the IFU is "confirm catheter tip position by x-ray prior to use. Monitor tip placement routinely per institution policy."